Event description:
It was reported that the patient underwent a full revision. The explanted products have not been received to date. No additional relevant information has been received to date.

Event description:
It was reported that the physician believed the high impedance occurred due to the age of the lead. No surgical intervention has occurred to date. No additional information has been received to date.

Event description:
It was found during a periodic programming history review that a patient interrogated with high impedance. No surgical intervention has occurred to date. No additional information has been received to date.